Manufacturer narrative:
Insulin pump received compromised force alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor error alarm due to compromised force alarm. However, insulin pump passed rewind test and displacement test. No rewind anomaly noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was 82 mg/dl at the time of the incident. Customer was unable to complete insulin pump rewind due to pump alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.